Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The performed two service visits. On the first service visit, replaced buffer valves and reference valves. However, the issue was not resolved. The fse returned onsite a second service visit and found that there was an issue with the ise (ion selective electrode) mixing motor assembly connection pin. The fse replaced the ise mixing motor assembly to resolve the issue. No further issue was noted after part was replaced. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6) beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of false high ion selective electrode (ise) patient results which includes na (sodium), k (potassium) and cl (chloride) patient results on their dxc700au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided an example of na patient result.